Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. Before starting morcellation, an unfamiliar loud noise was heard and the blade did not work as usual. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.